Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's display was blank. The biomed explained the backlight was on, but the display was black. There was no patient involvement.